Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated as 7/29/2024.

Event description:
It was reported that during the procedure, a 20/30 priority pack indeflator was connected directly to a balloon; however, would not inflate. It was noted that the handle was difficult to push down. The device would pull negative; however, would not go back to neutral position until the device was disconnected from the balloon and air purged, then reconnected. Another unspecified indeflator was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database identified similar incident(s) from this lot. The investigation determined the noted difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6 correction: medical device problem code 1354 removed.

Event description:
Subsequently, it was noted that issue was with handle as it was difficult to push down and would not go back to neutral position. No additional information was provided.